Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Please amend this report to indicate the device model and serial number. It as been determined that this issue is related to a device issue rather than a lead issue.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicates that subsequent high out of range impedance measurements were detected. The patient was brought in for a successful non-invasive programmed stimulation procedure. No additional adverse patient effects have been reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude red alert, that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. The pacing impedance measurements and sensing measurements are normal. No adverse patient effects were reported.